Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened/used enlite sensor and performed bicarbonate buffer test and passed per specification with accurate readings. Also, found cannula bent. We were unable to confirm if customer received sensor in said condition due to customer returning it opened/used.

Event description:
The customer reported differences in their sensor glucose readings versus their blood glucose readings. Sensor glucose reading 67, blood glucose reading 137mg/dl. The customer also mentioned that they had issues with bent cannulas. Troubleshooting occurred. No additional information was provided